Event description:
It was reported that a pump alarmed for system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The eval was able to confirm and produce the system error 105. It was determined that this alarms caused by a failed motor. As a result, the motor has been replaced.